Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet bionic pancreas did not display glucose readings after an extended time when starting a new freestyle libre 3 plus sensor and the user elected not to troubleshoot and disconnected from the ilet; the event was characterized as an intermittent communication failure associated with the device¿s antenna. The user transitioned to backup therapy with subcutaneous insulin injections guided by fingerstick values, including a peak glucose of 601 mg/dl with no associated clinical symptoms reported. Outcomes included no long-term health consequences and the need for unexpected medication intervention to manage glucose with insulin injections. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and ilet due to intermittent communication related to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.